Event description:
Livanova deutschland received a report that an essenz hlm pump, used as suction pump, initially was rotating but no flow was displayed on control unit, and, afterwards, it suddenly stopped prior to go on bypass. The customer tried to reboot the hlm, but the pump could not be restarted. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. The incident occurred in (B)(6). The serial read-out of the involved pump (real time device parameters and setting recording file) was extracted and provided to be analyzed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: cockpit log files were requested and analyzed, confirming the event, revealing the error message 2356, indicating a timeout of the device and no communication between the control unit (cu) and the pump. Complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on investigation findings, a hardware malfunction was excluded, while an isolated loss of communication between the pump and its control unit could not be ruled out. Exceptions are associated with errors or issues that occur during the transmission, processing, or reception of digital data. Among those which could have occurred during the event, there are the following: ¿ transmission error, which occur when data are corrupted during its transmission from one point to another. This can happen due to various factors such as noise, interference, or signal degradation in the communication channel. ¿ timeout exceptions, which occur when there is a delay in receiving a response within a specified time frame. This can be due to network congestion, hardware failures, or other issues. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.